Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, the device failed to cross the lesion due to calcification. The balloon was inflated and during the third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There were no pieces of the balloon left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was separation of the hypotube at the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was a shaft and hypotube kink just proximal to the rapid port exchange. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 10mm from the tip of the device, there was a pinhole in the balloon. The device also had tip damage. Product analysis confirmed the reported burst, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, the device failed to cross the lesion due to calcification. The balloon was inflated and during the third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There were no pieces of the balloon left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.